Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade ii.

Event description:
Patient reported left side seroma. Treatment included aspiration, performed at 2 week increment. The device remains implanted. Biopsy confirmed no malignancy and "cd30-." Healthcare professional reported "capsular contracture baker grade ii."

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) brown particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.